Manufacturer narrative:
Device evaluation: the stent remains in the patient and the delivery device has been disposed, therefore no direct product analysis will be available. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.

Event description:
Clinical study; same case as MDR: 6000089-2007. It was reported that 408 days after a coronary drug eluting stenting treatment procedure, the patient required a target vessel reintervention (tvr). Target lesion 1 (30mm long) was identified in the first obtuse marginal branch (om1) with 95% stenosis and a 3.0 vessel diameter. The lesion was mildly calcified and non tortuous. Target lesion 1 was treated with pre dilatation and placement of overlapping 2.50mm x 24 mm and 2.75mm x 16 mm taxus express 2 stents. Following post dilatation, residual stenosis wa s0%. The patient was discharged one day later on aspirin and plavix. At 408 days after the index procedure, the patient underwent a plain old balloon angioplasty (poba) for restenosis of the distal right coronary artery (distal rca). In the opinion of the physician, the relationship to the express 2 stent is unknown. Two relationship to the express 2 stent is unknown. Two days after the tvr, the patient suffered a q-wave myocardial infarction (mi). The location of the mi was in the inferior region. In the opinion of the physician, the mi was not related to the taxus stent. The patient underwent a coronary artery bypass graft (CABG) to the distal rca and the right posterior descending artery (r-pda). In the opinion of the physician, this was not due to restenosis of taxus express 2 drug eluting stent. The physician also reported that the relationship to the taxus express 2 drug eluting stent is unknown regarding the CABG to the distal rca. The physician further noted the CABG to the r-pda was not related to the taxus express 2 drug eluting stent.